Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen is freezing. There was no harm reported.

Manufacturer narrative:
This record is being cancelled as it was opened in error. It was confirmed that this device did not have a malfunction. The malfunctioned occurred on a different device which has been reported on mfg report number 2249723-2024-00035 .

Event description:
This record is being cancelled as it was opened in error.